Manufacturer narrative:
Method - device not returned for eval and lot# info is unk. Lot number info was not provided, therefore, a review of quality records could not be performed. The device was not returned, therefore, a direct product analysis could not be performed. Based upon the available info, the exact cause for the reported event cannot be determined. All available info has been placed on file for tracking, trending and f/u. A supplemental report will be submitted if new info is obtained.

Event description:
It was reported to gore that a pt underwent a low anterior resection and pelvic floor reconstruction in (B)(6) 2004, where gore dualmesh plus biomaterial was used. In 2005, the pt reported diarrhea and perineal pain. In 2007, it was reported that the pt underwent a colonoscopy without any complications, however, later that same year, the device was reported to have been expelled through the rectum.